Manufacturer narrative:
Other contact phone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
A direct call was received from an rn reporting an autofill failure alarm on a cardiosave iabp for the same patient involved in a previous gas loss complaint. Due to axillary insertion (off label use), the rn was guided through troubleshooting steps per IFU. Multiple attempts using iab fill and start eventually restored therapy. The rn was advised that alarms were likely related to the catheter, not the pump. The pump was replaced, resolving the autofill failure alarm, though occasional gas loss alarms continued. No injury or harm was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated since the product was not returned. We were unable to evaluate the device based on the description the probable cause of the event was most likely a catheter related issue rather than a malfunction of the cardiosave pump. The device alarms autofill failure and intermittent gas loss are consistent with compromised catheter performance such as leakage positioning challenges or mechanical stress. This was likely exacerbated by the off label axillary insertion which can alter catheter dynamics and increase the incidence of alarms although the pump was replaced and autofill failure alarms resolved the persistence of gas loss alarms further supports the conclusion that the underlying issue originated with the catheter while the reported alarms and system responses are known there is insufficient evidence to identify any intra aortic balloon iab failures that directly caused or contributed to those alarms and no specific pump related malfunction can be confirmed. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, investigation findings and investigation conclusions).